Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and multiple occurrences of downstream occlusion alarm were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Downstream occlusion sensor testing was performed, and the results passed. The reported condition was verified. The cause was determined to be from the downstream occlusion sensor. The downstream occlusion sensor will be calibrated to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a false alarm for a low stream occlusion. This was observed during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "had a low stream occlusion" was not reproduced. A review of the event history log revealed multiple "downstream occlusion alarm!" Message. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.